Event description:
It was reported that approximately 76 months post implant of a bifurcated device, suprarenal aortic extension, and two limb extensions an endoleak was identified. Reportedly, a computed tomography showed the patient had a leak contrast out of the graft. The physician stated the patient had not come in for a follow up. Patient presented to the hospital with abdomen pain, and the leak was found then. Upon the angio done on (B)(6)-2015 it revealed an endoleak in the main body. Also, there was a junction leak between the cuff and main body shown on angio. The physician elected to reline the graft with a new body and vela graft to seal the leaks. Patient is in stable condition.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices remained in the patient. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness could not be fully assessed due to the non-contrasted nature of the pre implant CT scan. Product use was incongruent with the IFU due to: the dual angled aortic blood lumen (approximately 80 degree infrarenal angulation); and, the impending rupture state of aneurysm. Cautionary product use conditions that might have contributed to this event included: the presence of chronic renal insufficiency due to the inability to perform contrasted CT surveillance (lost to follow-up); and, the severely calcified aorto-iliac system and tortuous right iliac artery. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined is likely due to the patient anatomy and condition, which include dual angled aortic blood lumen; and, the impending rupture state of aneurysm. Also cautionary product use conditions that might have contributed to this event included: the presence of chronic renal insufficiency due to the inability to perform contrasted CT surveillance (lost to follow-up); and, the severely calcified aorto-iliac system and tortuous right iliac artery.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.